Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative.the axiem box was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The axiem box was returned to the manufacturer. Functional testing found that the component failed to meet specifications and was malfunctioning. There was a lack of communication from the axiem box and emitter.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the axiem box and emitter displayed red in the software. A replacement axiem box resolved the issue. Manufacturer representative noted that issue occurred after replacing the axiem power and com cable. There was no patient present when this issue was observed.

Manufacturer narrative:
The electromagnetic interface box for the navigation system was returned to the manufacturer for evaluation. Testing found that three coils on the unit had faults, resulting in a communication error with a known operational emitter. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.